Event description:
It was reported that the device is not powering on and there is physical damage. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had severely damaged tank cover, broken pole clamp, faded line cord, outdated pcb (printed circuit board) and power switch. The customer stated problem was duplicated. After plugging the device in there was no power confirming the customer complaint. The connection between the power switch and pcb is damaged. No action was taken due to the age and condition of the device. It wass deemed beyond economical repair and it was scrapped. The cause of the reported problem was traced to the wear and tear use of the on/off switch by the customer. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. A CAPA was opened to update the switch design. Additional event information received indicating no patient involvement and date of event was received.

Event description:
Additional info received via email 09-nov-2022. Event date updated. The device was not in use at the time of the event therefore there was no patient harm.